Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation as the ipg was unable to establish communication with the programmer and was communicating intermittently with the charger. As a result, the patient underwent surgical intervention where the ipg was explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively.